Event description:
For (B)(6), a surgical mesh/prolene was put in during burch. (1998) discovered in 2011 that the mesh has penetrated/eroded into bladder. Chronic pain, urinary problems. He could not remove it and exited without doing anything.